Event description:
It was reported to philips that the system could not perform fluoroscopy or cine. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and recreated image database. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the fluoroscopy and cine were not happening intermediately. Review of the log files confirmed the malfunction with the ippc (image processing pc). The fse checked and found that the ippc was not switching on properly. The fse reseated the connections and recreated the frontal image database to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.